Event description:
Additional information was received indicating high ventricular paceing impedance measurements continue to be observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the patient was not seen for the latest out of range impedance measurement because of being seen a couple of months previous. The physician noted, the pacing impedances were hight but pacing thresholds were low and r wave was excellent. Physician elected to continue to monitor with no intervention. Also noting that patient has not had a history of defibrillation therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pacing impedance measurements. The patient was seen in clinic and all measurements were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
This device will continue to be monitored. Should additional information become available this report will be updated.